Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the bending rubber of the three devices was cracking and the user facility concerned that some small parts of the rubber might have dropped off inside patients during procedures. The user facility reported the event to the competent authority. The subject device was sterilized under sterilization condition which olympus has not recommended. There was no report of injury associated with this report. This is report 3 of 3.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that there was severe deterioration of the glue at both sides of the bending rubber and a part of the glue was missing. The user facility reported that the subject device was reprocessed sterrad 100nx manufactured by the other maker with standard cycle. As olympus has not evaluated the material durability with the cycle, the cycle is not a compatible method in the reprocessing manual of the subject device. Please cross reference: 8010047-2016-10034, 8010047-2016-10035.